Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (anatomy related: type ii endoleak). Conclusion: device failure/lack of effectiveness related to patient condition (anatomy related: type ii endoleak).

Event description:
A talent stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. Currently it was reported that there was a large type ii endoleak feeding the aneurysm. It was reported that recently the aneurysm ruptured due to the type ii endoleak. The physician elected to perform and surgical intervention to sew the lumbar artery closed. The stent grafts remain in the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation summary: the cause of the reported type iii fabric endoleak could not be determined from the limited films provided. Several still angiograms from an unknown study date were returned. The films confirmed that a talent aaa stent graft system had been implanted in the patient. The stent graft aortic body and limbs were essentially straight in the visible lt-rt axis, and several coils were seen having been placed along the length of the ipsi limb. Contrast injection from within the aortic body showed contrast outside the left side of the aortic body, just above the level of the flow divider, from a likely type iii fabric endoleak. No obvious stent graft fractures or other integrity issues were observed and analysis of the returned films did not reveal any stent graft characteristics that could explain the event. It is possible that fabric abrasion from one of the bifurcate aortic body stents may have caused the likely fabric tear. The previously reported type ii endoleak leading to the aaa rupture, which resolved after closing the lumbar, was anatomy related. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received reported that the patient presented to the ER with severe abdominal pain. The aneurysm was currently 90mm in diameter. The cta showed what appeared to be a type ii endoleak. The physician performed an angiogram on that revealed what the physician thought was a type iii endoleak. It was further noted that during a prior rupture repair from approximately 50 months ago due to a type ii endoleak, the physician's partner accidentally nicked the main body stent graft with a scalpel and there was a hole in the stent graft at the time. This endoleak was repaired with sutures. The physician placed a 32/32/49 endurant cuff and the endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine. If information is provided in the future, a supplemental report will be issued.